Manufacturer narrative:
Manufacture date: unk. The impella automated controller device was discarded by the customer; therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in on an automated impella controller (aic) for mechanical circulatory support. While on support, after changing the purge cassette, the impella controller alarm displayed purge cassette or disk not detected. Controller and purge cassette exchanged to a purge cassette with a different lot number and the problem resolved. There was no report of patient harm or injury.